Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low and high blood glucose from 30 to 445 mg/dl. The customer was informed that there could be many reasons for high and low blood glucose. The customer was assisted with trouble shooting and found no issues with their current insulin pump. The customer was advised to monitor their insulin pump for any issues. No further information was provided.